Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "no suction" (aspiration issue). A customer reported, the doctor received no suction. The cassette was changed and the problem persisted. The system was switched out and the case was completed. No patient injury was reported.

Manufacturer narrative:
The customer called in to technical services and troubleshooting was done over the phone. No problems were found. The system is in full circulation and is working fine. The biomedical tech indicated he felt it must have been an user error. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B)(4).